Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 11 months and 26 days post-implant of a 26 mm sapien 3 valve in the aortic position, the valve was explanted. The reason for explant is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Additional information received via medical records indicates that approximately 5-years post successful implantation of a 26mm s3 valve in the aortic position, the valve was explanted due to late-stage endocarditis. The patient had been doing 'reasonably well' since the tavr implantation 'until over the last month' when they started to have worsening symptoms and was taken to the emergency room and ultimately diagnosed with infective aortic valve endocarditis. There did not appear to be an obvious annular abscess, but the patient did have enterococcus in their blood, which did not clear with the use of antibiotic, so the decision was made by the surgeon after a discussion with the patient, to explant the valve. This was done successfully, and there was no involvement of the native aortic annulus with any abscess. A 27mm edwards inspiris resilia surgical aortic valve was implanted and the patient was discharged on post op day 7. As the cause of the explanation of the 26m s3 tavr valve was due to late-stage endocarditis, this complaint from explantation will be disassociated from the valve. At the time of this report, the information available does not suggest the sapien 3 malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward sapien 3 valve, therefore the explant event is no longer considered FDA reportable.